Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse event with no device malfunction reported against the device. Therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed positive blood cultures during a routine assessment. Infectious disease was consulted and the patient started on intravenous (IV) rocephin. They recommended that this be continued for six (6) weeks followed by lifetime suppressive therapy with oral cefuroxime. Follow-up blood cultures proved to be negative. A peripherally-inserted central line was inserted for the administration of the IV antibiotics. The event was reported to have been resolved with sequelae on (B)(6)2015. The primary investigator reported that the event was possibly related to the study device and to the patient's condition and unrelated to the implant procedure. No further information has been provided.